Event description:
(B)(4) has received updated information from an attorney on the patient injury from a previous complaint involving a folding walker allegedly distributed by (B)(4). It is alleged that the claimant was waling with the walker when the leg snapped causing him to fall and sustain permanent irreversible damage to the triceps area. (B)(4) had reached out to claimant's attorney to have photos of the alleged product. We have also requested claimant's medical records or details on the injury, but no response has been received as of today. This MDR report is based on the complaint from the complaint's attorney and the dealer where the walker was purchased from.